Manufacturer narrative:
Eval summary: device functionally tested and no fault found. It was noted that the spring lever assembly was rusted, this would not have caused the reported problem and was replaced as a precautionary measure. As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports.

Event description:
Our ref: 2005 0211-8-1 according to harrogate hosp, reported problem lockout time changed to 1 minute. From set 5 minutes causing a possible pt overdose situation. Investigation revealed no fault found.